Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed t wave oversensing was observed in electrogram data beginning (B)(6) 2016, and it was also noted on printouts in (B)(6) 2015.

Event description:
It was later reported that the t wave oversensing recurred. The sensitivity was again reprogrammed and the lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular lead was oversensing t waves. In reviewing the previous 6 months of monitored ventricular tachycardia (vt) episodes, the electrograms showed oversensing that persisted the whole time and may have even started earlier. The lead was reprogrammed - which resolved the oversensing - and it remains in use. No patient complications have been reported as a result of this event.